Event description:
The customer contacted abbott to report failed calibrations for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer was asked to calibrate the instrument optics, check dispensers 1 and 3, decontaminate the bulk mup line, replace the bulk mup, replace matrix cells and perform a probe check. Additionally, the customer was sent a new lot of standard calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.